Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav catheter for which biosense webster¿s product analysis lab (pal) identified the tip section separated from the shaft on the device. Catheter curvature error. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2026 the tip section separated from the shaft on the device. The event was originally considered non-reportable, however, bwi became aware that the tip section separated from the shaft on the device on the device on 31-jan-2026 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 12-jan-2026. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed the tip section separated from the shaft on the device. A deflection test was performed and the device was deflecting within specifications. No deflection issues were observed. A manufacturing investigation was requested to define the root cause of the separation of the tip area. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The tip separation is unrelated to the issue originally reported. The root cause of the separation of the tip with the shaft was the incorrect assembly of the polyimide into the tip. The instructions for use (IFU) contain the following information: do not immerse the handle or the cable connector in fluids; electrical performance could be affected. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿catheter curvature error¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿tip section separated from the shaft on the device¿. -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿the incorrect assembly of the polyimide into the tip¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).